Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Nine samples were received in sealed blister packaging and underwent visual inspection, during which no defects or imperfections were observed. The epoxy at the needle to hub joint was found to be intact and acceptable. All samples were subsequently tested for needle pull force and met the specified acceptance criteria. Based on the investigation and sample analysis, the reported symptom could not be confirmed. Furthermore, a device history record review was completed for the provided lot number 4355651. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and the data will be regularly reviewed by the business team for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305916; batch # 4355651. Verbatim: rcc received a complaint via email. Per customer while giving an injection and when she pulled the needle out, the needle itself detached from the orange part that screws into the syringe. Leaving the needle in the patient¿s arm. She had to carefully grab the middle of the needle and pull it out of the arm. This has never happened before, and we have been using needles from this lot for quiet awhile.